Event description:
An article in the journal of vascular surgery reports a retrospective review that was conducted on all pts who underwent an open conversion after a previous evar for an aneurysm-related indication from 2001 to 2011. This article describes a pt who underwent treatment with gore excluder aaa endoprostheses. Post-operatively, the pt presented with aneurysm growth due to endoleak (unspecified). The pt was treated with complete endograft preservation, which involved selective ligation of the culprit arteries and/or proximal neck banding.

Manufacturer narrative:
The root cause of the endoleak is unk. (B)(4). "Delayed open conversions after endovascular abdominal aortic aneurysm repair." Journal of vascular surgery. In press.